Event description:
It was reported that during a laparoscopic hysterectomy procedure, there were two different devices used. When the surgeon was removing the instruments out of the trocars normally, there was an air leak. If he removed them quickly, there was no seal leak. They did not know which device was leaking. They completed the case with the devices being used. There was no adverse consequence to the pt reported.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.